Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The event history log was unable to be downloaded. Functional testing included use testing. The pump was powered on and exhibited an error code message. The micro processor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the micro processor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.